Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left iliac artery. A 7.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated twice; nothing more than 14 atmospheres on both inflations, but it burst as it was caught on the edge of the unspecified stent. The procedure was completed. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).